Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing recurrence. The noise was not reproducible with isometric test. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise resulting in noise reversion episodes recorded. Programming changes were suggested; no changes or interventions were reported. There were no patient consequences.